Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that both side frames are bent, there was no damage to the packaging.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat rails were bent and unable to fit into the h-blocks correctly, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that both side frames are bent, there was no damage to the packaging.